Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 453 mg/dl at the time of incident. Customer treated with insulin shots. Customer reported that the insulin pump had insulin flow no delivery alarm. Customer reported that event was resolved by changing complete set. Customer reported that the infusion set cannula had a slight bend. The insulin pump will not be returned for analysis.